Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increase in pacing lead impedance (pli) noted on the left ventricular (lv) lead. The pacing configuration was changed and the patient was stable with no consequences.

Event description:
Additional information received indicated that the device delivered a vibrational alarm for out of range pacing lead impedance on the left ventricular (lv) lead. The lv lead pacing was programmed off and the patient was stable with no consequences. No further intervention has taken place at this time.